Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous coronary intervention. The xience sierra stent delivery system (sds) failed to cross the moderately tortuous, mid circumflex, moderately calcified lesion due to interaction with another device. During removal and once outside the patient's anatomy, the stent dislodged from the delivery system. The dislodged stent was found on the sterile dressing. There was no adverse patient effect and there was no clinically significant delay. No additional information was available at this time regarding this event.

Manufacturer narrative:
Internal file number: (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.